Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device appeared to have kinked like indentation just below the level of the fenestrations. It was indicated that the patient remains in intensive care unit (ICU) and condition unchanged. No other information is available at this time.